Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage and vibrate anomaly. The customer¿s blood glucose level was 88 mg/dl, 328 mg/dl and 102 mg/dl. The customer stated that the pump was vibrating anomaly and they received constant beeping. The customer reported that the insulin pump was reset and received a post-reset ram crc alarm. The troubleshooting was performed and they didn¿t alarm occurred immediately after a battery change. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.